Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The assignable cause for the reported condition (se2240) was determined to be a loose connection, which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy and provides step-by-step instructions for connecting the solution bags. The complaint evaluation could not confirm the product to be nonconforming to performance specifications. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell two on the home choice (hc). The home patient (hp) stated they did not connect the solution bag on tight enough to the cassette line. The hp stated they had started over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.